Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead alert triggered, and the patient received inappropriate therapy due to noise on the right ventricular (rv) lead. The lead also exhibited low impedances. The lead was programmed off, and will be revised. No further patient complications have been reported as a result of this event.